Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "catheter hole distal to suture wing. " no adverse trend was identified. Received 1 used PICC line. The reported complaint description is confirmed for hole in catheter tubing near suture wing. No manufacturing non-conformance was observed during sample evaluation. ID and od measurements of catheter tubing were taken near the hole (proximal body end of catheter) and they met specification. Hole is likely a fatigue flexural failure due to catheter tubing being repeatedly kinked. All piccs are 100% air leak tested during production so a hole in the catheter tubing would be identified during this inspection. Securing the PICC suture wing too close to the exit site likely resulted in the catheter tubing being kinked. Hole in catheter is related to handling damage of the device during use.

Event description:
As reported by angiodynamics' distributor in the UK, a PICC device fractured at the suture wing location. It was originally stated that the fracture occurred during the implantation procedure, however, examination of the condition of the returned sample on (B)(6) showed that it had been implanted for a length of time, thus needed to be removed and replaced. No patient injury or complications were reported.